Event description:
(B)(6) 2025: integrum has been informed that axor ii unit i9106 has fallen off from the abutment (B)(6) 2024 - (B)(6) 2025. No health consequences or patient injury reported. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. (B)(6) 2025: technical investigation of unit i9106 performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated. The device showed signs of poor maintenance. The unit has not been sent to integrum for annual service according to instructions in the IFU. The clamps were damaged and showed signs of improper donning. During the service the device was thoroughly cleaned. Damaged and worn components were replaced. Finally, the device was functionally tested with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved. Integrum has also contacted the clinic to highlight the importance of cleaning the axor ii in accordance with the IFU. Failure to adhere to the instructions may affect the axor ii's function. And remember to send the device to integrum for annual service.